Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test and a21 error test. No anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that they had trouble pushing insulin through infusion sets during bolus, lost setting when switching battery and random no insulin delivery alarms. The device will not be returned for analysis.